Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an elective lead procedure, the pulse generator exhibited backup vvi mode after exposure to plasma blade. The device was explanted on (B)(6) 2014.